Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h1 has been corrected to reflect the information reported in b2 and "malfunction" was accuratley checked in section h1. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and internal visual inspection of device were completed by the manufacturer and found unknown dust contaminant on the bottom enclosure, as well as a hair-like particle. The manufacturer also found hair-like particle inside the blower box outlet port and blower seal, unknown dust contaminant on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer confirmed there was no evidence of sound abatement foam degradation. In the initial report section, b5 was incomplete, which should have been as below- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in the device, headaches, dizziness, chest and throat soreness. There was no report of serious or permanent patient harm or injury. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.